Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/15/16- pfs and medical records received. Pfs reported metal ion levels to be less than 7 parts per billion, pain, discomfort, decreased range of motion, malposition cup and liner instability. Revision surgical note reported persistent pain, difficulty ambulating, pre-operative radiograph suggesting increased abduction of acetabular cup, and liner instability.

Event description:
Patient was revised to address pain. Intraoperatively, it was found that the liner was not seated properly and was not locked into the cup. It was also determined that the cup was malpositioned. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, clicking, popping, and inflammation. Part/lot has been provided. A head is now being reported to address allegations of metal on metal.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).